Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise on shock electrogram (egm). Boston scientific technical services (ts) discussed that the vector is fixed at distal coil to can and there is no sensitivity adjustment. Additional information indicated that the noise isolated to shock egm looks like myopotential. Local representative discussed that it has been ongoing and present since the device replacement. Ts stated that there is no therapy ever delivered through pacemaker. Ts discussed to evaluate x-ray to see if coil is close to valve and stated that if atrial waves is prominent, it likely related to lead placement. This device remains in service. No adverse patient effects were reported.